Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00069 and 3008264254-2017-00070. Initially two lots were provided for og complex xtrasoft coil 2.5x5 17541017 and 17468450 it is was unknown which lot had the hub broken. Upon receiving the device it was confirmed that lot# 17541017 had the hub broken. (B)(4); exp date: 30-jun-2018 device available for eval: product returned. Manf date 10-aug-2016. A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x5 (b)(4 was received separated into two inside a pouch. The hub was inspected and it was found cracked. The hypo tube was inspected and several kinks were noted on it. The introducer was found unzipped. The support coil was found broken. The gripper and the embolic coil were found outside of the introducer. The received device under the (B)(4) was inspected under microscope and the hub was found cracked. The support coil was found broken and the edges of the broken section of the support coil show evidence that appear that it was elongated before it was broken. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17541017 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿luer hub - cracked-prior to use¿ was confirmed as the hub was found broken. However, when the luer hub cracked could not be determined. The cause of the cracked condition and the damages found on the device was caused by applying excessive force applied on the device as the device had additional damage of kinked hypo tube, broken support coil and stretched embolic coil which shows that the unit was manipulated after it was removed from its original package. Additionally, a meeting was held with the pet and additional investigation was performed. Based on the investigation, it can be concluded that there is no evidence of failures found during the manufacturing processes. Different lot suppliers for the hub component were reviewed and during the process no defects related to hub crack were found for both lots. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural factors and handling process may have contributed to the reported failure. No corrective action will be taken at this time. Based on the information and the analysis, the reported event of cracked hub was confirmed. The root cause of the failure could not be determined, however procedural factors likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. There is no current safety signal identified related to the reported event(s) based on review(s) of complaint history(ies) for the device.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00069 and 3008264254-2017-00070. (B)(4). Exp date: 30-jun-2018 or 31-mar-2018. Manf date 10-aug-2016 or 22-apr-2016. Two lots provided for og complex xtrasoft coil 2.5x5 17541017 and 17468450 it is unknown which lot had the hub broken. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a healthcare professional that during a procedure, it was noted upon opening the box that the hub of an og complex xtrasoft coil 2.5x5 (640cx2505/lot# 17541017 or 17468450) and an og complex xtrasoft coil 3x6 (640cx0306/17376794) was broken. Reportedly, another og complex xtrasoft coil 2.5x5 (640cx2505/lot 17541017 or 17468450) had resheathing failure. Among the two lots provided for og complex xtrasoft coil 2.5x5 it is unknown which lot had the resheathing failure and which lot had the hub broken. The procedure was completed using other same size coils. There were no adverse events reported. It was initially reported that the complaint product is available for return.